Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. An ideal donor heart was found and the patient received a transplant on 14dec2017. During the course of lvad support, the patient had reportedly experienced anemia and episodes of gastrointestinal (gi) bleeding, previously unreported to the manufacturer. The patient¿s medical history also included several severe bouts of lower gi bleeding after implantation of the lvad. A colonoscopy performed in (B)(6) 2015 has shown an active site of bleeding in the cecum status post hemoclip deployed with complete hemostasis. A capsule endoscopy (date not specified) showed not only bleeding in the cecum but also ulceration in the mid-distal small bowel without bleeding. After a gi consult, an edg colonoscopy showed a nodular gastric antral ectasia which was banded. A repeat colonoscopy showed multiple polyps. Once the patient¿s inr was < 1.7, the polyps were resected and an MRI compatible clip was placed. A foreign body was also noted in the cecum and felt to be a hemostatic clip. The patient was subsequently bridged with bivalirudin and warfarin was started. Amiodarone dosage was decreased. Once the inr was therapeutic, the patient was discharged to home on (B)(6) 2017. A follow up colonoscopy was recommended to be performed in 6 months ((B)(6) 2017). No additional information was received.

Manufacturer narrative:
Changed to no, device not returned. A direct relationship between the left ventricular assist system (lvas) and the reported event could not be determined bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.